Event description:
The hex driver would not disengage from the slim-loc screw following screw insertion. The surgeon used excessive force to pull the screwdriver from the screw, in the process, the screw pulled out of the screw hole and part of the vertebral body bone remained attached to the screw. The hole was too large to instrument so the pt was placed in a halo. There were no other adverse consequences to the pt.